Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the unicel dxi 800 access immunoassay system for three pts. The initial erroneously elevated results were reported outside the lab. The customer has reflex conditions setup on the instrument and the results of the reflex testing were within normal reference range. Corrected results were reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the event. The field service engineer (fse) did not evaluate the instrument. A definitive root cause could not be determined for thi event. MDR# 2122870-2008-00283 documents the results for pt 1. This is 3 of 3 separate MDR reports related to three pt events associated with a single malfunction report on different days. Ref MDR#s: 2122870-2008-00283, 2122870-2011-02867 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 thru (B)(6) 2010 for add'l reportable events.